Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was having difficulty connecting to the pump using the handset and communicator. They had to move the communicator 4-5 times before they could get a bolus. Patient also reported that the handset didn't recognize any contact at all. When they find a connection, it goes from 100% to 0% without moving it at all, and then drops to 91%. Patient said when they press the button to give a dose, it registers 0% and then goes to 100% without moving it. Reviewed general use and function of handset. Patient was able to successfully connect to the pump during the call. The patient mentioned they still had bandages on the pump because the stitches were removed. Additional information was received from a consumer indicated the intrathecal pump was placed on (B)(6) 2023. In the 12-13 weeks since, it was noted the patient had called customer services many times due to continuing unresolved problems. It was noted only after the communicator and samsung smart phone units were replaced was there some improvement. It was reported ¿the tech support affirmed that one of the most frequent problems is one the patient has: 100% of the time, as the final buffering before a prn dose was given, the buffer circle stopped at 91%¿. The patient had to arbitrarily move the ¿communicator¿ around until a position was found where it would complete the buffering and administer the dose. It was noted that this problem should occur 100% of the time was frightening, for the patient never knew if they would be able to find a position, above the abdomen, where the communicator would make the necessary contact. It was reported the placement of the "communicator" above the implanted medtronic device, to achieve "electronic communication" between the two devices was extremely inconsistent! The patient used a marker to outline the position/placement, on their skin that worked but, when "I lace the "communicator" above that very marking - to get a prn dose - I have less than a 50:50 chance that communication would in fact occur. The patient continued to have to move the communicator above the abdomen to find a spot where electronics completed, and that ¿spot¿ is never consistent (event after both parts replaced). It was noted ¿nasa can send voyager 1 billion miles away, but your communicator can¿t consistently make contact with an implanted pump 2-3 inches from it.¿ it was reported it took 12 calls before one of the tech support team realized that my samsung and communicator devices- as provided to me on day 1- after implantation of the pump, were defective. It was noted better in service education of your staff would be most appreciated. It was noted ¿as a recently retired hospital pharmacist, who had programmed hundreds of pump, I was most disappointed in your product.¿

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.